Event description:
It was reported by service report that the zoom drive was intermittent due to malfunctioned load cell and head end weldment handle. No patient involvement or adverse consequences were reported.